Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.

Event description:
It was reported that a long shaver blade stopped rotating during labrum removal. A re-sterilized bonecutter blade was used as back up. After surgery, a burn in shape of blade was found on the pt. The burn was incised and closed. According to references, this would be circumferential cartilage that was removed from the acetabulum. A 20 to 30 minute delay was reported to this hip arthroscopy.